Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert was observed on the right ventricular (rv) lead for unknown reason. The alert was cleared. Rv lead remains in use. No patient complications have been reported as a result of this event.